Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic band procedure, the pneumo was leaking from the seal, while a 5mm instruments being used in the device. Another device was used to complete the case with no patient consequence.